Event description:
The catheter tube was deformed, flabby. Please evaluate the cause. Also dome was detached and left in the pt's stomach when the device was attempted to be removed percutaneously for exchange. The device was placed in the pt for 365 days.